Manufacturer narrative:
(B)(4). Concomitant medical products: 010000866, g7 neutral e1 liner 40mm h, 6406782; 110010262, g7 osseoti multihole 48mm c, 6278404; 650-0834, delta cer fem hd 032/0mm 12/14, 2019010829; 51-130110, tprlc 133 fp 12/14 bm so 11.0, 6473511. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01765. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserts did not anchor with the cup. Surgery was completed with another insert. Significant delay was incurred during procedure. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified the locking feature has been damaged. The scallops and rim of the liner show damages. These damages on the liners were likely caused during an attempt to impact the liner with the shell. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.